Event description:
It was reported by the patient's wife that the patient was hospitalized on (B)(6) 2025 due to blood glucose levels of 556 mg/dl and collapsing. Despite bolus injections, the patient's blood glucose level had not decreased. The patient was not breathing, and a pulse was undetectable. CPR was administered at the hospital. The patient was diagnosed with diabetic ketoacidosis at the hospital and treated with insulin. Upon removal of the pod, bleeding from the infusion site was noted. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.